Manufacturer narrative:
It was noted that the device is not available for evaluation because it remains implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
During the procedure a femoral fracture occured during implantation. It was immediately treated with cerclage.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding intraoperative fracture involving an unknown broach was reported. Conclusion no allegation of failure was made against the reported device, a review of the medical records provided indicated that the fissure in the calcar bone occured during broaching in preparation for implantation of the accolade stem. Based on the information provided there is no indication that the product reported in this investigation contributed to the event.

Event description:
During the procedure a femoral fracture occured during implantation. It was immediately treated with cerclage.